Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac arrest on or about (B)(6), 2007 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
Additional info has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event. Associated MFR report numbers: 1225714-2015-00600 and 1225714-2015-00601.

Event description:
Additional information received noted that the patient expired eleven days after the event, which is alleged to have been caused by the product administered to the patient for dialysis treatment.